Event description:
Procedure type: colon resection. According to the reporter: after stapling, when the operator tried to remove the anvil, it separated from the device and remained in the rectum. The anvil was removed with another instrument. It was reported that the tissues were a little thick. The anastomosis was leak tested and passed. The operating was extended about 30 minute as a result. No blood loss or pt injury was reported. Pt is in good health.